Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with cervical myelopathy; and underwent decompression and correction fixation at c3-t2. Immediately after the operation, patient suffered from mild paralysis. Paralysis symptoms at c5 developed over time. It is suspected that the event might have occurred due to alignment defect. A revision surgery was planned to be performed on (B)(6) 2019; however, it is unknown if this surgery has been performed yet or not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the surgeon, expansive surgery was performed in combination and alignment correction was performed too much; hence, paralysis occurred at c5. Kyphosis and spinal cord symptoms were also reported for the patient. A re-operation was performed on (B)(6) 2019, in which, the alignment was returned to the condition that was close to the pre-operative alignment, monitoring was noticed to be in a good condition; and the surgery was completed. No malfunction with the implants was reported.